Event description:
The customer tested his blood glucose and received a reading of 140 mg/dl using his contour meter. The customer stated that he took 20 units of insulin as advised by his doctor. Three house later, the customer became hypoglycemic and paramedics were called. The customer stated that his blood glucose was tested at 49 mg/dl. It's not known if this reading came from the customer's meter or the paramedic's meter. The customer was taken to the hospital by ambulance. He was given juice to raise up his blood glucose. The customer declined the offer to troubleshoot his contour system. The customer was advised to return his meter and test strips. Replacement products were sent to the customer.